Event description:
I received chemoembolization for pediatric hepatocellular cancer without known origin. I was (B)(6) at the time so I was not allowed to decline the operation and my mother insisted I have it. I repeated to my nurses and my doctors that I did not wish to have this operation. I had to undergo it anyway while crying. I was given the pain medicine which did nothing for me. I felt the entire catheter go inside of my body and screamed and cried throughout the entire procedure. They would not push more pain medicines and just told me to breathe through it. There was no breathing through this pain. After what felt like hours of having this device poke all round my insides and inject poison into me, the doctor finally pulled it out. Immediately, I was still complaining of severe pain and they still refused to push more pain medicine and discharged me to post-op. I eventually was hooked up to a patient controlled pain medicine device that would send diluadid through my IV every 10 minutes at the push of a button. This was after hours of screaming and crying, while they refused to let my mother see me, something that was approved by my team of doctors. I was pushing the button for the medicine every ten seconds. The original plan was to send me home after four hours of laying flat. This had worked any time I had radio embolization and I never experienced any pain like this during or after those radiation procedures of getting y-90. I was told that the chemo shouldn't have hurt in this way and that I wasn't supposed to be hooked up to a pain machine, especially after an outpatient procedure. I was admitted and put on the medicine floor with no change but being offered a heating pad that didn't affect anything. I was in too much pain to eat, drink, do basic hygiene, or even go to the bathroom. This lasted for three days of pure screaming and crying. I was discharged on the day after of the procedure, but the symptoms persisted. In fact, they continued for another two weeks. By the (B)(6), I had almost a 0 white blood cell count and I needed two blood transfusions. I was taking up to 30 mg of oxycodone per day as well as 60 mg of extended release morphine on top of it all, which my doctors said was safe. I ended up with pneumonia as well and spent a week in the hospital, isolated from all family and friends, even when it was my (B)(6) birthday. Doctors kept telling me I was crazy, that these symptoms weren't because of the chemoembolization because it simply "didn't happen to patients." Once my counts were just high enough, I was discharged. Two weeks later, my hair was coming out in chunks and eventually came up like peeling a rug off concrete. I had to shave my head, leaving me completely bald as if I underwent IV chemo. My doctor's resident even went as far as saying that the hair loss was from my pneumonia, despite the fact that when I had pneumonia again, six weeks later, I didn't lose a single hair. People need to know all the risks of the chemoembolization device. It is different than the y-90 and I believe it has caused much more damage than what was ever recited to me or my doctors. I felt my liver physically die each day for the better half of six weeks post-chemo. I am still trying to grow my hair out and recover from what happened to me in (B)(6). It was the fall that set off a whole line of dominos until I was left hairless, addicted to pain medications, and curled up in the fetal positions crying for days on end and begging for death because it had to be easier than enduring all of this pain. To this day, my doctors still ignore the anecdote I've shared with you and plan on doing chemo again as soon as my bilirubin settles down. The FDA is meant to put the people first, no matter how small their problems seem in comparison to the majority. I may be the minority but if there's one patient with these symptoms, there's 100 more. FDA safety report ID # (B)(4).